Manufacturer narrative:
Product analysis: the distal tip of the device was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st distal stent segment of the device was deformed with raised struts. A final sheath and stylette were front loaded into the distal tip of the device and snagged on the stents deformation and not advance proximally. Image review the returned cardiogram images show evidence of severe calcification in the vessel. The images show the failure of the stent delivery however the reported stent deformation cannot be confirmed from the returned images. Further images show further pre-dilation of the vessel being performed. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the mid lad. The lesion exhibited no tortuosity, severe calcification and 80% lesion stenosis. The lesion was pre-dilated prior to the attempted stent placement. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not performed on the device. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. Stent deformation occurred in vivo during positioning. Further pre-dilation was performed and another resolute integrity stent was used to complete the procedure. No patient injury or other clinical sequelae were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.